Manufacturer narrative:
This report is filed on may 25, 2017.

Manufacturer narrative:
This report is submitted april 13, 2017.

Event description:
Per the clinic, the patient experienced infection and swelling at implant site and subsequently was treated with oral and IV antibiotics (date not reported). The patient was explanted on (B)(6) 2017. It is unknown whether the patient was reimplanted with another device as of the date of this report.